Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer changed their standard a and experienced discordant patient results. The customer repeated the samples on a backup analyzer, ran quality control (qc), changed the sensor, ran calibration and ran dilution check. The dilution check failed bias- in the complaint it says that the bias was corrected needs to be added. Qc was in range. The 15 patient comparisons were ran and were acceptable. A siemens headquarter support center (hsc) reviewed the instrument data. The data indicated that the customer changed the standard a and flush solution and had a successful calibration. Standard a bags should be stored at room temperature and shaken before installing on the instrument. It was found that the customer is also using statspin and spinning the samples for 5 minutes. Stat spins are not recommended by the tube vendor. The cause of the discordant, falsely low sodium results is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on multiple patient samples on a dimension exl with lm instrument. The initial results were reported out to the physician(s). The results were not questioned. The customer reviewed the result data and noticed delta check failures, indicating results did not match with result previously obtained for the patients. The customer repeated the samples on another dimension exl with lm instrument, resulting higher. The customer changed the sensor on the original instrument and repeated the samples. The results after the change on the original instrument resulted higher. The corrected results from the alternate instrument were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.